Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, the key alignment was slightly off and a review of the device history indicated multiple "button ID: invalid" alarm codes. Further testing found contamination on the bottom of the touchscreen the probable cause was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information provided.